Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was believed dislodged near the coronary sinus resulting in oversensing on the right atrial (ra) lead. Despite being programmed to only pace in the lv, the observed ra oversensing resulted in right ventricular pacing and lv pacing inhibition as the bi-ventricular trigger function was programmed on. The pacing vector of the lv lead was reprogrammed and issue resolved. No adverse patient effects were reported. This system remains in service.